Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead in segments was returned and analyzed. Primary analysis finding: distal conductor fractured. Blood/body fluid was present on the outer tubing and in/on the helix mechanism. Visual analysis noted the defib conductor was distorted, the outer tubing overlay was melted, and the helix was bent.

Event description:
It was reported that the lead was fractured. The lead was removed and replaced. No patient compications have been reported as a result of this event.